Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine. No specific programming parameters were provided. On (B) (6) 2009, at an unspecified time during a mandatory generator test at the user facility, the customer contact reported the device alarmed s421 (motor error) and s425 (pmc software error). At that time, the device was reported to be not operational. The pt was reported to have an unspecified decrease in blood pressure. The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, it was reported the pt's blood pressure "slowly recover" after the therapy was resumed. There was no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)